Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 10.5 aml stem was broken in two. The stem was removed and revised. A metal liner was also removed and updated to a poly liner. The patient requested to keep the implants. Lot codes could not be obtained. It was also indicated that there was loosening at bone to implant interface. Doi: unknown. Dor: (B)(6) 2018. Unknown hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: e3tef1000 device history review: the DHR was reviewed for part number (B)(4) batch number

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : e3tef1000. Device history review: the DHR was reviewed for part number 155401106 batch number e3tef1000. No deviations or anomalies were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # :(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hip pain due to broken aml stem.